Event description:
Reportedly, on (B)(6) 2016, the patient hit his left pre-pectoral area against a door. The electrical values (impedance, sensing and threshold) were normal. During months after the crash the patient has felt some pain so the physician have looked for a pocket infection or/and haematoma. The device hasn't been interrogated again until today. On (B)(4) 2016, they decided to reopen the pocket. The pacemaker was interrogated before the reintervention and the right ventricular lead impedance was > 3000 ohm. A manual impedance test showed atrial and ventricular lead impedances > 3000 ohm. Sensing showed no activity (ECG showed spontaneous rhythm) and the stimulation was not effective. The impedance/sensing trends showed a sudden variation of all of four electrical parameters (atrial and ventricular impedances and sensing) in (B)(6) 2016. Recorded episodes showed a strange noise episode on (B)(6) 2016 with the beginning of an atrial oversensing and a mode switch. At x-ray, both leads were in perfect positions. When opening the pocket, it was observed that the pacemaker was broken and the connection head separated from the can. The subject pacemaker was replaced and will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed that the reported behaviour is due to an excessive force applied to the device.

Event description:
Reportedly, on (B)(6) 2016, the patient hit his left pre-pectoral area against a door. The electrical values (impedance, sensing and threshold) were normal. During months after the crash the patient has felt some pain so the physician have looked for a pocket infection or/and haematoma. The device hasn't been interrogated again until today. On (B)(6) 2016, they decided to reopen the pocket. The pacemaker was interrogated before the reintervention and the right ventricular lead impedance was > 3000 ohm. A manual impedance test showed atrial and ventricular lead impedances > 3000 ohm. Sensing showed no activity (ECG showed spontaneous rhythm) and the stimulation was not effective. The impedance/sensing trends showed a sudden variation of all of four electrical parameters (atrial and ventricular impedances and sensing) in (B)(6) 2016. Recorded episodes showed a strange noise episode on (B)(6) 2016 with the beginning of an atrial oversensing and a mode switch. At x-ray, both leads were in perfect positions. When opening the pocket, it was observed that the pacemaker was broken and the connection head separated from the can. The subject pacemaker was replaced and will be returned for analysis.

Event description:
Reportedly, on (B)(6) 2016, the patient hit his left pre-pectoral area against a door. The electrical values (impedance, sensing and threshold) were normal. During months after the crash the patient has felt some pain so the physician have looked for a pocket infection or/and haematoma. The device hasn't been interrogated again until today. On (B)(6) 2016, they decided to reopen the pocket. The pacemaker was interrogated before the reintervention and the right ventricular lead impedance was > 3000 ohm. A manual impedance test showed atrial and ventricular lead impedances > 3000 ohm. Sensing showed no activity (ECG showed spontaneous rhythm) and the stimulation was not effective. The impedance/sensing trends showed a sudden variation of all of four electrical parameters (atrial and ventricular impedances and sensing) in (B)(6) 2016. Recorded episodes showed a strange noise episode on (B)(6) 2016 with the beginning of an atrial oversensing and a mode switch. At x-ray, both leads were in perfect positions. When opening the pocket, it was observed that the pacemaker was broken and the connection head separated from the can. The subject pacemaker was replaced and will be returned for analysis.